Event description:
The pt experienced variability in coupling; she could get 8 bars at times, but it was hard to sustain. The pt was only able to recharge successfully twice after implant. The pt last had stimulation in (B) (6) 2008. An overdischarge was suspected. No less than 30 physician mode recharges were attempted and the implantable neurostimulator (ins) did not respond. An ins replacement was being considered. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).